Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. After some time post deployment, a percutaneous removal attempt was unsuccessful. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, inferior vena cavogram was performed and revealed that there was no evidence of thrombus. A 10 french sheath and a 9 french snare combination were used to attempt to retrieve the filter. Further multiple attempts with different types of snare device were unsuccessful. Approximately two years later, computed tomography (CT) revealed that there were no acute pulmonary emboli. Therefore, the investigation is confirmed for alleged retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. After some time post deployment, a percutaneous removal attempt was unsuccessful. The current status of the patient is unknown.